Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Before implanting a screw, the surgeon drilled the bone. The drill broke inside the pt's bone. A piece of the drill could not be removed from the pt. Another drill was available to finish the surgery. According to the company sales rep, the item is an ao attachment drill. The clinic did not have the appropriate power engine to use the drill. The drill could not be well-fixed on the power engine and broke under the endured stress.